Manufacturer narrative:
G4: 09oct2020; b4: 13oct2020. Per field service engineer (fse) the touchscreen is functional and can be use to make settings changes, therefore this is not a reportable complaint. This MFR report#: 2031642-2020-02664 no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported that the nav-ring is not working. The field service engineer (fse) was able to verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the front bezel to address the reported problem.